Manufacturer narrative:
(B)(4). The device was received and a visual inspection revealed a leak in the fillport. Initial inspection confirmed the reported condition. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The root cause of the reported condition was due to fragments of butyl rubber that were consistent with cores made by a needle through a rubber stopper during the filling process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked. This occurred while filling the device with 127ml of saline and 93ml of fluorouracil. There was no patient involvement. No additional information is available.